Event description:
Customer reported he lost the battery cap on the insulin pump and his blood glucose levels were high at 518 mg/dl. Customer's symptoms were vomiting and really thirsty. Customer was hospitalized. Customer was off the device half a day. A new battery cap was sent to the customer. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.